Manufacturer narrative:
Additional information: h4, h6 (update codes), h11 h4: the lot was manufactured july 18-22, 2024. H11: the actual device was not available; however, a video of the sample was provided for evaluation. Visual inspection of the video showed backflow (leak) from the device's fill port (cap was off). The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, and h6. H11: the device was received for evaluation. A functional leak test was performed on the sample by filling the sample with green color water. During and after filling, no evidence of a leak (backflow) was observed from the fill port like the one shown in the video by the customer. There was no evidence of leak from the fill port of the returned infusor device. However, evidence of a leak was observed from the multirate control module. The cause of leak was due to a crack located near the welded area of the module's housing. The cause of crack could not be determined; however, a probable cause may likely be related to the handling of the device either during use or shipping. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a multirate infusor large volume pump leaked from the fill port, after the fill port cap was secured on top of the device. The device contained 5 fluorouracil with saline. This occurred during filling. There was no patient involvement. No additional information is available.